Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. (B)(4).

Event description:
It was reported the hemostasis valve did not function properly. Further details are unk.